Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Found error message that stated database may have been corrupt. Mobile view station (mvs) application would not fully load, could not exit out of that error message. Replaced patient data base with earliest backup file. Mvs loaded with no issues. Imaging system booted up to 2d screen. A full imaging system check-out was completed after installing the database backup, and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed an error message stating "error occurred that may have damaged database". The system was still able to be used to successfully complete the procedure. The patient was no impacted.

Manufacturer narrative:
Correction: a medtronic representative clarified that the reported database error did not occur during a procedure. After a case, when the system was being removed from the room (no patient present), the system was unplugged and improperly shut down. Unrelated to the reported event, maintenance personnel then moved the system, which is when the system impacted a wall, damaging the covers. The database error was encountered as a result of the unplugging of the system/improper shutdown, and occurred outside of any patient involvement.